Event description:
Additional information was received indicating that the malfunction happened while testing.

Manufacturer narrative:
Additional information: a1, b5, and h6 (patient code).

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's reported problem was unable to be duplicated. No physical damage or fluid ingression was noted. Service replaced the downstream occlusion sensor as a preventive action. Service also performed a full preventive maintenance and functional test to pass. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed when cassette was attached. The pump was tested with multiple cassettes, it did not lock the cassettes. No adverse effects reported.